Event description:
The customer received a questionable total bilirubin result for one sample from a newborn patient. The initial result was 0.59 mg/dl and was reported outside the laboratory. As the result did not match the result from the previous day, the tech repeated the sample with a 1:4 dilution and the result was 3.36 mg/dl (multiplied by dilution factor 13.44 mg/dl). The repeat result was believed to be correct. There was no adverse event. The total bilirubin reagent lot number was 60019601 with an expiration date of 01/31/2016. The field service representative found the rinse tubing was out of place and crimped between the backside of the tubing guide and the instrument cover. He adjusted the tubing for proper routing. As a preventative measure, he adjusted the #3 rinse nozzle so that it would spring up/down smoothly. He checked all probe adjustments, checked the lamp and bath, and checked the up/down action of the sample probe. He ran precision on three levels of control material.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Upon further investigation, it was determined the issue found by the field service representative was not the cause of the event as no other assays were affected. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided reaction monitor indicated no sample was aspirated. This could have been due to either a improperly aligned microcup or by too little sample in the cup but this could not be confirmed.